Event description:
It was reported that the CPR function of the bed was unavailable as the CPR cable was damaged. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the right CPR cable needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance. Will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the handles, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Raise the head section to the high position, then activate one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same test on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly by operating the head up control for a few seconds. The head section should rise. Replace the head section motor as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right CPR cable to resolve the reported event. Based on this information, no further action is required.